Event description:
It was reported that the snake arm would not tighten as expected. The procedure was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
Method: visual inspection, functional inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported event of was confirmed via visual and functional inspection. The device was inspected and it was found that with the tube clamp opened and the clamp was flattened out . A test tube was installed onto the snake arm. The clamp and tube did not fit perfectly and there was loosening at the interface. The surgical technique states that "if repositioning of the tube is necessary, the tube can be wanded over the pathology using the dilators. The snake arm should be loosened before wanding. Once in the proper location, the arm assembly can be re-tightened. It is likely that the tip of the clamp flattened during the repositioning of the tubes. However according to the sales rep, the snake arm was loosened before wanding or repositioning the tube. Conclusion: the exact root cause could not be determined conclusively.

Event description:
It was reported that the snake arm would not tighten as expected. The procedure was successfully completed with no adverse consequences to the patient.